Manufacturer narrative:
Event description continuation: there were no error messages reported on any bwi equipment during the procedure. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system (model# m-4800-01 serial# (B)(4)). Smartablate pump (model# m-4900-08 serial# (B)(4)). Smartablate generator (model# m-4900-07 serial# (B)(4)). Quad catheter (model# unknown lot# unknown) st. Jude medical agilis 8.5 french sheath (model# unknown lot# unknown). St. Jude medical brockenbrough transseptal needle (model# unknown lot# unknown). Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a female patient underwent an ablation procedure for ventricular tachycardia with a thermocool® smarttouch® sf bi-directional nav catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the last ablation, the physician thought he noticed a steam pop. Physician stopped ablation immediately. Upon removal of the agilis sheath, a tamponade was confirmed via intracardiac echocardiogram. Body surface echocardiogram was also performed. Pericardiocentesis was performed and yielded an unspecified amount of fluid. Patient was reported to be in stable condition. Blood pressure remained stable throughout. There is no information regarding extended hospitalization. Patient outcome is improved. There were no factors cited that may have contributed to the adverse. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related. It was noted that the physician felt that the perforation was due to the sheath and not the steam pop. Transseptal puncture was performed with a st. Jude medical brockenbrough transseptal needle. Sheath used was a st. Jude medical agilis 8.5 french. Generator parameters included power control mode at 30 watts with temperature cut-off of 40°c. Generator settings at the time of injury were not reported. Power was not titrated. Overall ablation time and last ablation cycle time at the site of injury were not reported, as the amount of ablation time is unknown. Irrigated catheter flow was set on 8ml/min while ablating at 30 watts. Patient received anticoagulant (heparin) during the procedure with activated clotting time maintained at greater than 350 seconds. Smarttouch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit. Carto® 3 system did not indicate to re-zero the catheter.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 05/12/2017. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
Manufacturer's ref. No: (B)(4). It was reported that a female patient underwent an ablation procedure for ventricular tachycardia with a thermocool® smarttouch® sf bi-directional nav catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the last ablation, the physician thought he noticed a steam pop. The returned device was visually inspected and it was found in normal conditions. The catheter was evaluated for carto 3 functionality and it was recognized by the system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was evaluated for screening test and catheter passed. The force feature was working properly. Finally, the force sensor values were found within specifications. Then the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. Additionally a deflection and an irrigation test were performed and the catheter passed the tests. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.